Event description:
Customer reported experiencing an adverse skin reaction after 5 days of wearing an adc freestyle libre sensor. The customer experienced symptoms described as itching and redness and had contact with a healthcare professional who prescribed hydrocortisone ointment as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section h4 - device mfg date was updated based on returned product download. Sensor (B)(4) has been returned and investigated.the sensor had no sensor plug. The adhesive was also returned and was intact. The applicator was returned with the sensor still inside. Extended investigation has also been performed. DHR (device history record) was reviewed and verified that the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements for product quality. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after 5 days of wearing an adc freestyle libre sensor. The customer experienced symptoms described as itching and redness and had contact with a healthcare professional who prescribed hydrocortisone ointment as treatment. There was no report of death or permanent impairment associated with this event.